Event description:
(B)(4) was notified by the user facility through an MDR report on (B)(6) 2010 of this event. During a cardiopulmonary bypass procedure, the c.a.t.s (continuous autotransfusion system) was used and showed a "blood pump failure" alarm. At alarm, the saline and prc pumps stopped, the centrifuge slowed down, and the blood pump continued to run. This caused shed blood to spill into the waste bag of the disposable. The device wash program was changed from quality wash to high flow wash and the device alarmed one more time with a "prc pump failure" alarm. The prc pump stopped for about 30-40 seconds, cleared itself and the treatment was completed. Approx, 100mls of shed blood went to the waste bag. The disposable set was not returned for investigation. The shed blood going to the waste bag may have multiple root causes, including clotting in the disposable set due to not enough anticoagulant or a closed clamp.

Manufacturer narrative:
The us agent for the product in regards to FDA reporting is (B)(4) in (B)(4). The c.a.t.s plus device was evaluated by trained distributor technician and found to be within spec. No disposable sets were available for eval. From the info provided from the user facility and distributor, it appears that this incident was due to user error.